Event description:
During the saphenous vein harvesting procedure, the image on the endoscope was blurry. The procedure was completed with the same scope. The hospital did not report any pt complications.